Event description:
It was reported that while using the screwdriver to connect the cone body trial to the distal stem, the tip of the screwdriver broke off. The tip of the screwdriver was unable to be removed from the cone body trial so the stem was stuck to the trial. The whole construct was removed and the surgeon performed additional reaming to implant a new stem one size bigger. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records; lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.